Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging that the product was prompting the error 5 message, which was resolved when the patient tested with a new vial of test strips. However, the error message was not resolved when using initial vial of test strips. There were no allegations of harm or injury.